Event description:
It was reported that a minimum fill notification occurred with multiple cartridges. A new cartridge was loaded to resolve the issue. Additionally, it was reported that undefined alarms occurred. It was also reported that the pump experienced an undefined vibration issue. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in 100-200 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged speaker and vibrator issue was verified and the alleged alarms issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged minimum fill notification issue could not be verified.